Event description:
Customer reported that half way through a piggy back infusion, the secondary bag stopped flowing and the primary bag started flowing. The pump kept running and when the primary bag ran dry the pump went into an alarm with still half a bag of fluid in the secondary bag. No pt harm was reported. No medical intervention was required.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported under infusion of secondary bag. The customer stated the disposables are not available. A failure investigation could not be performed.